Event description:
It was reported that the subject device had blurry image. The issue occurred during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by a faulty plug unit, which led to screen noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.